Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported on (B)(6) 2014 that the patient jerked his body to prevent a fall on the ice and noticed a variation in tingling like he had right after implant. The stimulation changed and was in the wrong location. The device was reprogrammed which achieved better coverage for the patient than before. It was additionally reported on (B)(6) 2014 that the impedances were within normal limits. No x-rays were performed. No malfunctions were determined. No intervention planned. The patient was doing well at this time.

Event description:
The patient slipped on the ice and fell, there have been minor changes in the stimulation since. The patient has also experienced a vagal response in the middle of the night but it was unknown if this was related to the fall or not. Options were offered of reprogramming and that the only way to know if the leads migrated was to try that and confirm with x-ray. The patient did not want to take any action at this time and will call if he chooses to in the future.